Event description:
A customer reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. To resolve the occlusion issue, the customer changed the infusion set and cartridge and resumed insulin use. Reportedly, occlusions continued and a replacement pump was sent to the customer.